Manufacturer narrative:
Other, other text: evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. Visual inspection revealed wear and tear damage on the enclosure, front cover, and line cord. The unit was also missing the water tank and cap. There was also a crack on the tank cover. The unit had an old style pcb and power switch. The investigator subsequently filled the tank with water, plugged in the line cord, attached a temperature check fixture, and turned on the power switch. The customer reported product problem (failure to heat up) was confirmed during testing. The device was out of calibration. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was a calibration issue. This was established as the root cause. The pcb was replaced and the device was recalibrated. The following components were also replaced: enclosure, tank cover, front cover, water tank cap, and line cord, power switch, and retainer. Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
It was reported that level 1 hotline low flow system (hl-90) was not heating up to the required temperature. The product problem was observed during testing/preventative maintenance.